Event description:
It was reported that during a cholecystectomy procedure, the first clip was fired on the cholangiogram catheter and the clip scissored. This procedure started as a laparoscopic procedure and was converted to open due to adhesions and space concerns when placing the trocars. This occurred prior to the issue experienced with the er320 device. The device was used to complete the procedure and worked fine. There was no patient consequence as a result of the scissored clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Na. Was the device fired after this incident in or out of the patient? Yes- it was used to complete the procedure.